Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The proximal aortic neck was highly tortuous. After the trunk ipsilateral leg component was deployed, it moved distally (distance unknown), which resulted in a proximal type I endoleak. Two non-gore stent grafts were implanted proximally to treat the proximal type I endoleak. A contralateral leg component was deployed, and a non-gore stent graft was implanted in a stenotic area in the left common iliac artery. The endoleak was resolved. On (B)(6) 2009, at the one-month follow-up, a type ii endoleak was revealed. The aneurysm measured 56.3 mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2009, at the three-month follow-up, it was revealed that the type ii endoleak self-resolved. The aneurysm measured 47 mm. On (B)(6) 2010, at the six-month follow-up, no endoleak or adverse events were noted. The aneurysmal diameter was unchanged at 47 mm. On (B)(6) 2010, at the one-year follow-up, the aneurysm measured 62.6 mm x 55 mm. No endoleak was seen. No intervention took place at this time. No further information has been reported to gore.